Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported, "embolization of the right anterior cerebral artery aneurysm. The stent reached the target vessel position through a microcatheter, but it was found that the stent could not be released from the microcatheter. Attempted to remove the stent, but it could not be removed. Then removed the microcatheter and stent as a whole. The procedure was successfully completed with a new microcatheter and stent of the same model. There was no reported harm or injury to the patient and reported to be fine.

Manufacturer narrative:
MDR correction: additional information. Additional information received now indicates that the stent remained within the microcatheter and was not extended out from the microcatheter as previously reported. Based on additional incident information, this event no longer meets the MDR reportable criteria.

Event description:
Additional information received notes the stent cannot be pushed out of the microcatheter. The entire system, microcatheter with stent were successfully removed from the patient. The patient is doing well. Based on the additional incident information, this event no longer meets the MDR reportable criteria.